Event description:
A hemodialysis inpatient user facility reported 48 minutes into treatment, a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 150 ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.